Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for routine follow up, episodes of non-sustained rv oversensing were noted. Upon further assessment these look to be caused by oversensing noise on the ventricular lead. The noise could not be replicated with isometrics. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.